Manufacturer narrative:
The customer made an allegation about the blades being 'reprocessed', which brasseler expressly advocates against in its IFU and product labeling. At the time of submission no historical data has confirmed a breakage pattern similar to the allegation in the lot nu8vb or similar products. The allegation appears to be isolated to this user's allegation of reprocessing, which is misuse of the product and more information has been solicited; if and when more information is available a supplement will be filed.

Event description:
During a meniscus repair surgery, using a cordless power system, the blade broke where the blade goes into the hand piece. No injury, but the surgery took approximately five minutes longer to recover the pieces and ensure they had them.